Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that she has to recharge her ipg for over 6 hours at a time. There were no known factors that could have contributed to this happening. Patient has ordered double sided adhesives, she plugs recharger to wall, she shuts stim off while recharging to try and see if any of those decrease her recharge intervals and they do not. Patient is going to have her ipg switched to a non-rechargeable. Rep will meet with patient when she gets back from vegas to reprogram her current settings and see if they can decrease some of the parameters. No patient symptoms were reported.